Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6): when flushing with alveol after extraction of tooth 48, the needle loosens from the syringe. The pt gets the needle in the throat and nauseates himself and at the same time swallows the needle. The customer has always used plastic needles on plastic syringes before. They have now decided to use syringes with luer lock. The needle was inside the stomach but the customer has not received it back yet from the hospital. Please refer MFR report# 9610825-2014-00087.